Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a procedure performed on an unknown date and fiducials were administered transperineally. The spaceoar placement was done under anesthesia since the patient also underwent a cystoscopy for evaluation of his noninvasive bladder cancer. The urologist also noted his bladder dome was thickened on the computerized tomography (CT) simulation scans. The physician reported that they felt the spaceoar extravasated back into the needle tract and infiltrated the rectum wall and penile bulb. Upon review, it was confirmed that the hydrogel was mostly in the right place, however, a small amount near the apex appeared to be in the rectal wall. Additionally, some hydrogel went through the genitourinary (gu) diaphragm and ended up at the penile bulb. The placing urologist was shown the CT simulation image and planned to prescribe antibiotics and non-steroidal anti-inflammatory drugs (nsaids). The patient complained having perineal pain especially when seated or lying down. The patient is planned for hypofractionated intensity modulated radiation therapy (imrt) to the prostate 70 gy/45 gy to pelvic lymph nodes. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Date of event: the complainant was unable to report the event date; therefore, the date of (B)(6) 2022 was used based on the date the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).